Manufacturer narrative:
Film evaluation results are: several still angio images at implant were reviewed. The proximal neck was moderately angulated l-r. The bifurcate was seen implanted just below the right renal artery. The bifurcate ipsi limb was seen on the patient¿s left side, and the contra gate opened on the right side. The contra limb was implanted into the gate with appropriate gate overlap (markers aligned) and was extended with another limb into the right iliac artery. Per the calibrated marker, the bifurcate proximal od measured ~15mm, and the top of the aaa sac began ~4cm below the renals. Contrast injection from above the renals showed diffused contrast along the left side of the bifurcate, beginning near the top of the sac at the level of the flow divider. Both limbs were patent, and no other obvious stent graft issues were observed. The distal extent of both limbs were not visible in the films provided. The exact cause and type of endoleak could not be determined from the limited still angio images provided. Pre-implant films and additional images during implant were not available for review. Although a type iii fabric endoleak cannot be ruled out, this appears more likely to have been a type IV endoleak.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. It was reported that during the index procedure, a type iii fabric endoleak was observed on the final angiogram. The physician believes that the fabric tear was at the level of the bifurcation. The physician implanted two limb stent grafts in kissing stent fashion to cover the fabric tear. The endoleak slowed down but did not completely resolve at the end of the procedure. No additional treatment is planned. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.